Event description:
It was reported that patient underwent a left total hip arthroplasty approximately 24 years ago. Subsequently, the patient was revised on (B)(6) 2015 due to osteolysis and pain. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.